Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantable cardioverter defibrillator change out procedure, a fluoroscopy was performed which revealed the left ventricular lead had dislodged. The lead was capped and replaced successfully on (B)(6) 2018 . The patient was in stable condition.